Event description:
The patient reportedly, experienced a loss of lock with his cochlear implant external equipment was exchanged. However, the problem did not resolve. Surgery to explant the patient's c1 device will be scheduled.